Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 2mg/ml at 0. 06mg/day via an implantable pump. The patient¿s medical history included status post amputation secondary to "hsw." It was reported that the patient developed a pocket infection making it necessary for explant. Per the physician the patient was receiving adequate therapy and the infection was due to the patient¿s diabetes. The pump was discarded. The environmental, external or patient factors that may have led or contributed to the issue was the patient was susceptible to infection due to diabetes. The infusion system was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.